Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode delivered an inappropriate shock due to noise oversensing. Subsequently, the patient was hospitalized, x-ray imaging was obtained, and technical services was consulted for further review. Technical services confirmed the potential for pocket fracture or insulation defect, and x-ray images showed a bending near the device header. An electrode revision will be scheduled soon. Besides the inappropriate shock, no other adverse patient effects were reported. This electrode remains in service. Additional information received indicates the physician decided to explant the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system and implant a new one. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this electrode delivered an inappropriate shock due to noise oversensing. Subsequently, the patient was hospitalized, x-ray imaging was obtained, and technical services was consulted for further review. Technical services confirmed the potential for pocket fracture or insulation defect, and x-ray images showed a bending near the device header. An electrode revision will be scheduled soon. Besides the inappropriate shock, no other adverse patient effects were reported. This electrode remains in service. Additional information received indicates the physician decided to explant the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system and implant a new one. Besides intervention, no other adverse patient effects were reported. Product return is expected.

Event description:
It was reported that this electrode delivered an inappropriate shock due to noise oversensing. Subsequently, the patient was hospitalized, x-ray imaging was obtained, and technical services was consulted for further review. Technical services confirmed the potential for pocket fracture or insulation defect, and x-ray images showed a bending near the device header. An electrode revision will be scheduled soon. Besides the inappropriate shock, no other adverse patient effects were reported. This electrode remains in service.